Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 9th may, 2024 getinge became aware of an issue related to one of the washer-disinfectors, 9128. As it was stated, the ramp fall to the ground while the hospital staff was loading the device. So far, we have not been informed about any serious injury as a consequence of reported issue, however we decided to report the issue in abundance of caution and based on the potential for serious injury if the situation was to reoccur.

Manufacturer narrative:
On may 9th, 2024 getinge became aware of an issue with the 91 series washer disinfector, with the model name 9128 and serial number (B)(6). The washer disinfector was manufactured on 6th march, 2017. The reported issue is related to ramp fall to the ground while the hospital staff was loading the device. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. Based on the investigation and information provided by the subject matter expert, the device was found to be working according to specification and the issue was resolved by hospital¿s employees. The root cause of the issue is most likely associated with incorrect use of the product - user error ¿ customer did not reassemble the ramp correctly and thus changing the machine from it´s original configuration. When the incident occurred, the product was directly involved. The device was not being used for treatment or diagnosis of the patient. There was no injury reported until date, nevertheless we decided to report the issue based on the potential as this kind of malfunction could lead to a serious injury. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).